Event description:
The pump was reported to issue failure code 533:320:717:0000 as an out of box failure. The alarm condition will stop the operation of all the channels in use at the time, with an audible alarm. No pt info or involvement was reported at the time.